Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The unit is giving a "speaker malfunction message" intermittently. It is unknown if the device could produce sound or not. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed the reported issue. The device was restarted, and the software was upgraded. The device was returned to functional use with no further issues identified. The exact cause for the reported issue could not be determined. The customer's issue was resolved by performing a restart and upgrading the software to the latest revision. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.